Manufacturer narrative:
The tandem t:slim g4 pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units and the insulin gauge remained static at 105 units. Subsequently, the cartridge was being changed approximately every 4 days. There was no impact to the customer's blood glucose level.